Manufacturer narrative:
A ge representative evaluated the system and replaced the foot pedal. System operates as intended. (B) (4).

Event description:
The customer reported the system would fluoro on its own, and the laser alignment was to the side. No patient injury was reported.